Event description:
Product was returned as an implant failure after 3 months. Based on the report, the pt had no relevant medical conditions, oral hygiene was described as good, and bone condition was described as moderate. Surgery was traditional two stage on tooth #9 and the fixture was placed with primary closure. Bone augmentation material was used. The doctor indicated that the device was not received damaged or defective such that it did not perform as intended, and that the implant was removed due to an infection.

Manufacturer narrative:
Conclusion: based on inspection and test results, the returned product has been found to be within specifications. The doctor stated that the product was removed due to an infection, which may have been caused by the bone augmentation material that was used for the implant. We have requested additional info from the doctor regarding this event. See scanned pages.